Event description:
It was reported that the product was stiff and did not insert smoothly through the skin. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Premarket (510k) number is unknown. A device history record (DHR) review was conducted by supplier site. All visual and functional testing to be performed by supplier. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).